Event description:
Pt has been on peritoneal dialysis since 2007 without any problems. Pt trained on the stay safe and newton cycler approx ten months later with infection occurring the following month. Infection being enterobacter cloacae. Pt was using new product for 1 month and 9 days until infection appeared. Dates of use: presently using, 2007 - 2008. Diagnosis or reason for use: peritoneal dialysis.